Event description:
It was reported by the customer that their experienced bleeding near the insertion site and the sensor does not adhere properly. Customer's blood glucose level was 142 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.